Event description:
An attempt was made to deploy a 3.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent in to a pt. However it was reported that the stent separated from the balloon of the relevant device. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation codes: results: other - root cause of the event cannot be determined based on limited information provided. Stent dislodgement.